Event description:
Approximately one hour, 15 minutes after pt was set up on a 760 ventilator, with an rn in the room, the vent spontaneously changed into a self test mode temporarily interrupting ventilation. The rn removed the pt from the vent and bagged pt with 100% oxygen. After inspecting the vent, therapist could not identify any problem and pt was returned to vent before the machine was replaced. During this time, no other problems were noted. Rn reported seeing "self test" on screen when vent went inop. Vent brought in internal biomedical engineering dept for eval. Tech checked error codes and talked to tech support who indicated that appears to be software glitch. Had MFR service rep come to certify. Service rep follow up: diagnostic code 2059 in memory. Conducted performance verification. Ran unit on test lung. Did not duplicate reported problem. All system tests ok to specification. Unit ok to use. Unit returned to service at facility.